Event description:
Potential for injury associated with the unstable arm rest assembly on a tdxsp-cg power chair. This event could cause possible product instability and potential for user to fall out of chair.